Manufacturer narrative:
Device evaluation: one cadd solis vip was returned for investigation in used condition. A review of the event history log evidenced the following: "(B)(6) 2021 8:44:58 am high alarm displayed: cassette not attached properly (B)(6) 2021 8:44:59 am high alarm silenced: cassette not attached properly." The customer reported product problem was replicated during functional testing. The pump was found to be displaying the "cassette not attached properly" alarm message when the latch was closed without the administration cassette attached. The latch/lock cam flex optical sensor (which was defective) was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the cadd solis vip pump displayed the following message; cassette not attached properly. There was no patient involvement.